Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began approximately 1 week ago when she found that the meter would not power on. The patient manages her diabetes using insulin and self-adjusts the dose, and reportedly continued with her usual diabetes management routine after the alleged issue began. The patient reportedly experienced symptoms of dizzy and blurred vision a short amount of time after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. It is unclear if the patient self-treated with 6-10 units of insulin, or whether this was her usual dose. At the time of troubleshooting, the csr confirmed that it was not the patient's first use of the product and there had been no misuse. The csr also noted that during troubleshooting the meter did power on when a new test strip was inserted and also when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and she subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.